Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet stuck inside the left ventricular lead. The lead was removed and flushed with saline solution in order to remove the stylet. Attempts to re-insert the stylet were unsuccessful. The lead was no longer used and replaced. No patient symptoms were reported.